Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient was at his office with his cgm reading showing 130 mg/dl. He self-treated with food outside and while driving going back to his office, he felt dizzy and irritable. He had a seizure and was in a disoriented state while driving his car. A couple of people saw him, called paramedics and pulled him out of his car. While inside the ambulance, his bg meter reading was at 29 mg/dl and he could still remember it was 100 points off from his cgm reading (no value reported). The patient was treated with glucose gel inside the ambulance and while they were on their way to the hospital. At the hospital, the patient could not remember what medication he was treated with but he was sure he was on IV medication. The patient stayed at the hospital for 2 and a half days. Before getting discharged, the readings were already normal. In addition he experienced inaccurate readings when he was already home with bg meter at 150mg/dl and cgm reading at 275 mg/dl, prompting him to remove the sensor. At the time of the report, the patient was already feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.